Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for check settings. The blood glucose reading was 407 mg/dl. The customer treated with the insulin pump. She also reported that the insulin pump alarmed for no delivery during a bolus. The drive support cap appeared normal and recessed. The time and date were correct and the basal rate settings were correct. The bolus history did not display all entries based on the customer's recollection. The customer was unable to perform a high pressure test and was sent tubing clamps and advised to call back to continue troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.